Event description:
The customer reported that the generator error displayed on the system and was losing communication. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep downloaded the tar files and confirmed that generator node was being dropped. He removed and replaced the gib pcb, checked the 5volts at gib pcb, it was 4.88 adjusted to 5.2., reloaded customer data and the tested system by making several fluoro images. The system is operating as intended.